Event description:
It was reported that compatibility guidelines were requested for the following: emi and magnets. The patient was wearing a name badge with a magnetic clip on (B)(6) 2013. The patient was wondering if this could have possibly turned her stim off. Regarding if any symptoms returned, it was noted that the patient felt 'a little different'. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead; product ID 435135, serial# (B)(4), implanted: (B)(6) 2010, product type lead. (B)(4).